Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 to (B)(6) 2019 with blood glucose of over 500 mg/dl. Customer reported other blood glucoses were 700 mg/dl and 659 mg/dl. Customer reported that they experienced unexpected restart of insulin pump. Customer reported that their insulin pump had post-reset ram crc alarm. Customer reports they were able to clear the alarm. Customer was able to rewind the insulin pump. The customer did not provide any symptoms regarding to high blood glucose. The customer was treated with 4 mg of morphine, insulin drip. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than ten minutes and no unexpected post-reset ram crc alarm noted. Device received with normal operating currents. No unexpected battery power loss noted.